Event description:
Additional information reported that the patient implanted with this rv lead, exhibited sinus bradycardia, with a presenting heart rate of 30 to 40 bpm. The physician continued to leave the device as programmed and would seek a cardiology consult. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right ventricular (rv) lead safety switch measured greater than 2,500 ohms in unipolar and bipolar configurations. Loss of capture (loc) was observed at 6.5 volts at 1ms, with no sensing measured. Eighty-four (84) ventricular tachycardia (vt) episodes of noise occurred on a single day. The lead was confirmed to be fractured and in complete failure to operate. The patient's physician was to continue following the device system. The device was programme dto aair 50-100ppm. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient implanted with this device system was hospitalized for a valve replacement procedure. Upon device interrogation, undersensing of the atrium was observed. The device sensitivity was reprogrammed and subsequent sensing was acceptable. The ventricular lead appeared to be fractured, as impedance measurements in the unipolar bipolar configurations were greater than 2,500 ohms. Non-capture at maximum output was observed. A revision procedure was performed and the rv lead was explanted and replaced without complication. Once the new lead was implanted, no rv pacing was observed when the device was connected. Once the setscrew were checked and tightened, pacing was observed. The lead was disconnected and rechecked with a pacing measurement of greater than 2,500 ohms. A new device was implanted. No further complications were observed.